Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed no additional damages. The balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A test guide wire was advanced into the guide wire lumen and was unable to advance all the way through.

Event description:
It was reported that catheter entrapment occurred. After a guide wire crossed the lesion, a 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon was withdrawn along with the guide wire during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment occurred. After a guide wire crossed the lesion, a 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, the balloon was withdrawn along with the guide wire during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.